Event description:
As reported by the user facility ((B)(4)): flow rate too slow or stop of the infusion. Drug: 5fu.

Manufacturer narrative:
(B)(4). We received 2 used (each filled with approx. 20 ml) easypump ii lt 60-30-s without packaging. The received samples were taken to a visual inspection. Damages or manufacturing faults were not detected. In as-received condition the white clamps are closed. The original wing caps are not handed over by the customer. After opening the top cap and removing the closing cone, we detected residues of fluid inside the filling port (lli-cone) of the samples. We detected fluid inside the lla-cone of the patient connectors. Additionally the pumps were filled with nacl 0.9 % up to the nominal volume (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while one of the pumps did not work (solution was not running). Therefore the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). At the other pump a functional test was carried out. After opening the white clamp and waiting for a while the pump worked (solution was running). Flow rate test: nominal: 2 ml/h. Actual: 2.1 ml in 1 h; 4.5 ml in 2 hrs; 6.7 ml in 3 hrs. The flow rate of one tested sample is within the specification (2 ml/h). We have informed our manufacturer accordingly. Statement: received two pieces of used, filled of easypump ii lt 60-30-s without original packaging. As received condition, clamp clip was closed and the original wing caps were not handled over by the customer. Big top cap was opened and discofix cap was observed at the pump. After opening the white clamp of one of the pump, crystallization was observed at the patient connector. The pump did not work (solution was not running). After opening the white clamp of another pump, crystallization was not observed at the patient connector. Air bubble was trapped in the gap between microbore tube glass tube causing the flow of solution did not work. After waiting for a 2 hours the solution was running. Analysis: as the complaint sample is contaminated with 5fu drug, further investigation (flow rate test) is unable to be done. Justification: not judgable as further investigation (flow rate test) is unable to be done due to the complaint sample is contaminated with 5fu drug.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow up report will be provided when the inspectionresults become available. (B)(4).